Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration'), abortion spontaneous ('miscarriage/pregnancy (stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in a 32-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2015 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included tubal ligation on (B)(6) 2015, asthma, hypertension, appendectomy, multi gravida and parity 3. Previously administered products included for to prevent pregnancy: nuvaring until (B)(6) 2015; for an unreported indication: nsaids and acetaminophen. Concurrent conditions included depression. Concomitant products included antidepressants since (B)(6) 2014 for depression and antihypertensives since (B)(6) 2014 for hypertension. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/pain pelvic area"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: essure coil fell out/essure coil that fell out of her vagina"), 4 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, anxiety, depression, vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right tube: 4 coils, left tube: 5 coils (as written, discrepancy noted). Patient currently on the nuva ring and will continue for 3 months. Procedure: right tube: 3 coils, left tube: 5 coils (as written, discrepancy noted). Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes. She did not receive treatment for psych injury. She received treatment for migration. No removal planned, unable to afford surgery. Concerning injuries reported in this case the following one was described in patient medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: event abdominal pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), abortion spontaneous ('miscarriage/pregnancy (stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in a 32-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on 28-apr-2015 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included tubal ligation on (B)(6) 2015, asthma, hypertension, appendectomy, multi gravida and parity 3. Previously administered products included for to prevent pregnancy: nuvaring until (B)(6) 2015; for an unreported indication: nsaids and acetaminophen. Concurrent conditions included depression. Concomitant products included antidepressants since (B)(6) 2014 for depression and antihypertensives since (B)(6) 2014 for hypertension. In 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/pain pelvic area"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: essure coil fell out/essure coil that fell out of her vagina"), 4 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, anxiety, depression, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right tube: 4 coils, left tube: 5 coils (as written, discrepancy noted). Patient currently on the nuva ring and will continue for 3 months. Procedure: right tube: 3 coils, left tube: 5 coils (as written, discrepancy noted). Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Concerning injuries reported in this case the following one was described in patient medical records: device expulsion. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr was received: events plaintiff did not undergo essure confirmation test, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Migration of essure device location of device: essure coil fell out. Pain were added event onset added for pregnancy (stillbirth or miscarriage). Lot number, medical history, concomitant and historical drugs, relevant lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), abortion spontaneous ('miscarriage/pregnancy (stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in a 32-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on 28-apr-2015 and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included tubal ligation on (B)(6) 2015, asthma, hypertension, appendectomy, multi gravida and parity 3. Previously administered products included for to prevent pregnancy: nuvaring until (B)(6) 2015; for an unreported indication: nsaids and acetaminophen. Concurrent conditions included depression. Concomitant products included antidepressants since (B)(6) 2014 for depression and antihypertensives since (B)(6) 2014 for hypertension. In 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/pain pelvic area"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: essure coil fell out/essure coil that fell out of her vagina"), 4 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, anxiety, depression, vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right tube: 4 coils, left tube: 5 coils (as written, discrepancy noted). Patient currently on the nuva ring and will continue for 3 months. Procedure: right tube: 3 coils, left tube: 5 coils (as written, discrepancy noted). Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes . Concerning injuries reported in this case the following one was described in patient medical records: device expulsion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.